Event description:
Additional information was received. Mild rainbow effect is seen around lights.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
During a onsite visit, the field service engineer (fse) performed system verification and found system meets specification. The root cause could not be identified conclusively. Device meets specification. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
An orthoptist reported a patient with transient rainbow glare. Surgery was completed uneventfully. Symptoms are noted to be improving. There are three related reports for this facility. This report addresses case one and other manufacturer reports will be filed.